Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 4th august 2025, it was reported by an arthrex's employee via email that for 1 unit of ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwire® and #2 tigerwire®, its anchor break during insertion. This was detected during an ankle arthroscopic ligament fixation surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1934bcf-2. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-1934bcf-2 sutr anch, bio-comp s-tak, batch 15347144, was received for evaluation. Visual inspection noted that the anchor appears to be broken off. Only a small fragment is attached. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error due to improper bone preparation, misaligned insertion, and excessive forces applied while leveraging or prying the device.